Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') and genital haemorrhage ('heavy / abnormal bleeding') in a 34-year-old female patient who had essure (batch no. C13140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with novasure endometrial and hysteroscopy on (B)(6) 2017 and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and genital haemorrhage had resolved. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: complete occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient´s medical records: pelvic pain, and genital haemorrhage. Lot number: c13140, manufacturing date: 2014-01-16, expiration date: 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), pelvic pain ("localised pain / severe pelvic pain"), genital haemorrhage ("heavy / abnormal bleeding /heavy bleeding /bleeding") and salpingitis ("right chronic salpingitis / left pyosalpinx") in a 34 year-old female patient who had essure inserted (lot no. C13140) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chronic salpingitis, abdominal pain, intermenstrual bleeding, pelvic pain, parity 2, arthritis, iliac fossa pain, irregular periods, night sweats, hot flushes, infrequent menstruation and bulky uterus. Previously administered products included: depo provera and tranexamic acid. Concurrent conditions were listed as low mood, pain in hip and heavy periods. Concomitant products included co codamol (codeine phosphate;paracetamol), amoxicillin, azithromycin and codeine phosphate;paracetamol. On 16-jan-2015, the patient had essure inserted. Essure was removed on 18-mar-2019. On unknown date she experienced uterine perforation (seriousness criterion intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), salpingitis (seriousness criterion medically important), dyspareunia ("dyspareunia"), device dislocation ("device migration"), bladder disorder ("device migration with associated complications including bladder"), gastrointestinal disorder ("device migration with associated complications including bowel"), urinary tract disorder ("device migration with associated complications including urinary problems"), mental disorder (" psychological issue"), hot flush (" hormonal symptoms characterised by hot flushes") and night sweats ("hormonal symptoms characterised by night sweat"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and right oophorectomy) and non-drug therapy (novasure endometrial and hysteroscopy on 05-jul-2017). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved. The outcomes for uterine perforation, salpingitis, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, mental disorder, hot flush and night sweats were unknown. The reporter considered bladder disorder, device dislocation, dyspareunia, gastrointestinal disorder, genital haemorrhage, hot flush, mental disorder, night sweats, pelvic pain, salpingitis, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted : in argus the insertion date was mentioned 22-jan-2015, but according to received mr the product insertion date is 16-jan-2015. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on 23-jan-2017: section shows fragments of endometrial tissue with late secretoryl activity. There is no evidence of endometritis, hyperplasia or neoplasia. [Hysterosalpingogram] on 08-jun-2015: complete occlusion of both fallopian tubes [magnetic resonance imaging pelvic] on 30-jun-2018: normal mr pelvis bilateral essure devices are seen in-situ MRI revealed normal endometrium [ultrasound pelvis] on 02-aug-2016: the scan showed an anteverted mild bulky uterus; on 24-mar-2018: mild fatty liver; on 21-apr-2018: contraceptive device seen at the level of uterine fundus concerning the injuries reported in this case, the following ones were described in patient´s medical records: pelvic pain, and genital haemorrhage. Lot number: c13140 manufacturing date: 2014-01-16 expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events device migration bladder, bowel and urinary problems, perforation of the uterus, . Psychological issues, right chronic salpingitis; left hot flushes and night sweats are added. Medical history & concomitant drugs are added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') and genital haemorrhage ('heavy / abnormal bleeding') in a 34-year-old female patient who had essure (batch no. C13140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with novasure endometrial and hysteroscopy on 05-jul-2017 and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and genital haemorrhage had resolved. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: complete occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient´s medical records: pelvic pain, and genital haemorrhage. Lot number: c13140, manufacturing date: 2014-01-16, expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: patient´s age added. Non drug treatment added for event bleeding: novasure endometrial and hysteroscopy on (B)(6) 2017. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. C13140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and genital haemorrhage ("heavy / abnormal bleeding "). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and genital haemorrhage had resolved. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Lot number: c13140, manufacturing date: 2014-01-16, expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date and method were added. Events dyspareunia and heavy/abnormal bleeding added, all events were recovered. Case upgraded to serious incident. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.